Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. Upon visual inspection the tank cover corners were observed to be cracked. The micro switch was found faulty as it worked with temperature check but alarmed with disposable check. The tank was filled with water, attached temp check, powered on unit, allowed unit to heat and switched the temp check for disposable; alarming with disposable attached. Based on the evidence the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received that the drain of a smiths medical level 1 hotline blood and fluid warmer had an "overtemp" issue. No adverse effects were reported.